Manufacturer narrative:
This occurred in (B)(6) 2018. The device was received for evaluation. The pump was not received in its original package. Visual inspection revealed that the fill port cap was missing. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sterility cap was missing from a large volume folfusor. This was noted before use. There was no patient involvement. No additional information is available.